Manufacturer narrative:
The product sample was destroyed by the customer, therefore not available for evaluation. A DHR (device history review) was completed for the reported product lot #. The DHR did not show any quality issues during production of this lot. 3m will continue to monitor. End of report.

Event description:
A (B)(6) year-old hispanic female patient, weighing (B)(6) kgs, reportedly had two 9165 3m¿ universal electrosurgical plates applied prior to an open reduction procedure of the proximal humeral on (B)(6) 2019. No skin preparation was conducted prior to application. The surgery was approximately 2 hours in length. The patient was initially in a supine position and then repositioned to a semi-fowler position during the surgery. At the end of the procedure, each plate was reportedly fully adhered and removed slowly. The patient was noted in her room, post-op, as having erythema and a second degree burn, approximately 50cm in size, with blisters. The injury was reportedly located in the dorsal, left lumbar region and left gluteus. The injuries were reported to not be under the plates. The patient had no history of skin sensitivities. The patient was treated by a physician and underwent burn wound healing and ambulatory care every 48 hours. The patient's current condition was reported as stable. No further information was provided.